Event description:
Patient reported they have issues with gum recession and their dentist said that the retainers are contributing to the issue. They had to have a gum graft and some of the transplant area has failed due to the retainers covering the gum line.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.